Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad). The ultra stent was positioned at the lesion, but the stent delivery system balloon failed to inflate. No resistance was reported during advancement or retraction of the device. The device was withdrawn from the anatomy without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.